Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.5x8mm nc trek balloon dilatation catheter (bdc) was used, but the balloon only partially deflated. During removal, the bdc faced resistance but was eventually able to be withdrawn. Upon removal, the balloon flaps seemed to be partially deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on further assessment of the reported deflation issues, it was determined that the complaint lot is associated with a product quality issue related to manufacturing. The complaint device is part of a recall. The investigation determined the reported deflation issue is related to a manufacturing issue. The reported difficulty removing the device appears to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On january 15, 2020, abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.